Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the vertebral artery using a penumbra system ace 68 reperfusion catheter (ace68) and a velocity delivery microcatheter (velocity). During the procedure, the physician used a velocity to deliver the ace68 to the target location and then removed the velocity. The physician then completed two passes. Afterwards, while the physician went to re-advance the velocity into the patient, the physician noticed that the proximal end of the velocity, approximately ten inches distal to the hub was broken. Therefore, the velocity was removed. The procedure was completed using a new velocity and the same ace68. There was no report of an adverse effect to the patient.